Event description:
Two target lesions were treated during the index procedure. Target lesion 1 was a 4 mm vessel diameter, 95% stenosed region of the proximal right coronary artery (rca). The physician predilated the lesion prior to successfully placing one taxus express2 8.8% 3.0x32 mm (lot 6150151) drug eluting stent. The drug eluting stent was post dilated after deployment. Target lesion 2 was a 3.25 mm vessel diameter, 75% stenosed ostial region of the proximal rca. The physician predilated the lesion prior to successfully placing one taxus express2 8.8% 3.5x16 mm (lot 6161129) drug eluting stent. The drug eluting stent was post dilated after deployment. The pt was discharged from the hosp 1 day post index procedure receiving lipitor, plavix, and asa. The site reported that 260 days after the index procedure the pt underwent a target vessel reintervention. Additional info has been requested for this event.

Event description:
It was further reported that this event was not related to the index pro edure taxus stent. Please disregard MDR 6000093-2005-00484